Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified the spring between the tips has fractured. The tips both show dents and scratches. The shaft inside of the weight has dents and scuffing along with wear marks. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during knee arthroplasty spring in femoral trial remover broke. No patient harm. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Foreign- japan investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.